Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Furthermore, during implantation only six electrode channels could be inserted into cochlea, which might contribute to the reported lack of benefit. Currently no date for possible re-implantation has been scheduled.

Event description:
In situ testing shows affected channels. During first 3 months the recipient reportedly had good hearing benefit with the device. Use of the device was however inconsistent. There is no report of an accident or trauma. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels. During first 3 months, the recipient reportedly had good hearing benefit with the device. Use of the device was however inconsistent. There is no report of an accident or trauma.